Event description:
It was reported a non locking graphic case where the paint is chipping off. Sales consultant stated that he is worried that the contents may become non sterile if he washes them off. There was no reported patient involvement. This report is for a sm frag instr/implant set lc-dcp case f/slf-tpng screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was returned for evaluation. A manufacturing evaluation was conducted. The report indicates the received condition to be severely used with significant fading / wear evident on all of the hard anodized surfaces of the base assy (690.317.10), base plate assy, p/n (690.316.20), bottom tray assy, p/n ( implant tray (690.316.30), implant lift-out tray assy, p/n (690.316.40), top implant tray assy, p/n (690.316.50), drill rack assy, p/n (690.316.60) and screw rack assy, p/n (690.316.70). The laser etch graphics located on the noted trays and assemblies are faded but legible in many locations. The silicone brackets and nylon coated brackets located on the tray assemblies are discolored and/or damaged, indicative of prolonged and multiple cleaning/sterilizations in the field. The protective nylon coating on a majority of the nylon coated brackets on all trays and assemblies appear burnt in color, cracked and missing in multiple locations. This is typical of prolonged exposure to extreme cleaning/sterilization environments. All of the stainless steel tray stand-offs, p/n (690.316.172) installed on the base tray assy and base plate assy¿s are no longer secure and are loose and wobble. The exterior of the base (690.317.10) is severely damaged in the form of scratches and gouges. The anodic coatings are discolored. The silkscreen graphics on the case exterior has been scratched or gouge off in multiple locations. The lid, p/n (690.317.00) is missing and was not returned with the graphic case. No lot number was submitted for this complaint. The complaint condition is likely the result of the unit being subjected to unknown sterilization/cleaning environments over a period of at least 12 years.